Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about bubble sensor alarm not triggered. At the removal of cross clamp and decannulating of the aortic root vent, the cardioplegia line was drained back of blood via gravity. When the air/blood interface passed through the cardioplegia bubble sensor, the alarm did not activate. The sensor was inspected, with the latch of the sensor then opened, but still, the alarm did not go off. It was not until the bubble sensor was turned off and back on, that the alarm activated and the orange audible and visual alarm was occurred. The pre-bypass checks of all sensors was completed, and the alarm performed as it should. There was not patient impact reported.

Manufacturer narrative:
The low-level bubble log file was retrieved and analyzed and no technical error message related to a bubble sensor failure was stored around the time of the event. The essenz cockpit logs were pulled out and found corrupted therefore no further analysis could be performed. Complaints database analysis revealed that no further similar issue has been submitted for this unit and the reported issue can be considered as a one-off event. Statistical database analysis didn't detect any adverse trend related to the reported issue. Bubble monitoring malfunction can be caused by defective bubble sensor module or defective bubble sensor. Based on the above facts and according to the information collected and analyzed, the root cause of the reported case cannot be determined. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.